Event description:
It was reported that a tandem mobi cartridge alarm was triggered. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer to remove the cartridge from the pump, deliver a 9-unit bolus, and reload the original cartridge. The bolus completed successfully, and the customer was able to resume insulin therapy. The issue was resolved.